Manufacturer narrative:
One device was returned for evaluation of complaint that the device exhibited error codes 1260, 1261, and 1210. Log events were reviewed and there were no errors related to the customer complaint. There were no services previously reported. Visual and functional testing was performed. During testing, the alarm was acknowledged; upon powering up the device, error 1210 was displayed. It was determined that the probable cause was the microprocessor board. The parts were replaced with new ones. Device passed all testing post repair.

Event description:
It was reported that the device exhibited error codes 1260, 1261, and 1210. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.